Event description:
It was reported, the patient was not able to adjust stimulation. It was noted, the bandage is still on from being implanted on (B)(6) 2014. It was noted, the patient was able to get the settings ¿has the numbers¿. It was reported, the patient is on program 1 at 6.0v and patient confirmed the device was powered off because there was no lightning bolt. It was reported the patient¿s device was off because their husband had tried to ¿figure it out¿ and thinks he ¿cut it off¿. It was noted that after the patient¿s husband tried to figure it out the patient could not feel the stimulation so they called in. It was noted, the patient turned the voltage to 0.0v and confirmed they only had one program. It was reported, the patient turned the stimulation on and turned it up to 1.40v where they could feel it in their legs. It was noted the patient continued to turn their stimulation up and at 1.45v they could feel it in their thighs and it was comfortable but once they got to 1.50v they felt like it was shocking them. It was noted the patient turned their stimulation down and was in the sitting position. It was further reported the stimulation was not comfortable because it ¿went up to their waist¿. It was noted, the patient received training however, it was ineffective because, the patient was still under the effects of the anesthesia. It was further noted that the stimulation was not comfortable until the patient decreased it 1.00v. It was noted, the patient is hurting from not having the stimulation on but now that they have it on they can tell a difference in their pain. It was reported they are able to move their shoulder and it doesn¿t hurt as much. It was noted, the return of the pain was gradual and hurt especially when the patient had to get out of bed. Lastly, it was noted by the end of the call the patient was able to adjust their stimulation to a comfortable setting.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).